Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break.

Event description:
It was reported that the boston scientific corporation that a trapezoid rx was used in the common bile duct during a cbd stone procedure performed on (B)(6) 2026. During preparation, the trapezoid rx was unpacked and found to have a kink at the distal tip. The device was then tested and the handle cannula broke when the handle was actuated. A picture was provided by the customer showing the handle cannula was broken. The procedure was completed with another same device. There were no patient complications as a result of this event.